Event description:
Event description guidant received information that this ventricular lead and pacemaker were explanted due to the patient being 100% pacemaker dependent and experiencing syncopal episodes. There were also, high threshold measurements, with subsequent muscle stimulation, as a result of the high outputs required for the ventricular lead. Though the lead was the suspected cause of the syncope, the pacemaker could not be ruled out as part of the problem. As the pacemaker is included in the recent field advisory for failure mode 1, it also was replaced. The lead was surgically abandoned. The pacemaker was removed, replaced and returned for analysis.